Manufacturer narrative:
(B)(4). How were the jaws retrieved from the patient : from help of other laparoscopic instruments. Was the clip fully advanced into the jaws prior to firing: yes. Was there any torquing or twisting of the device present at the time of firing: no. Was any unexpected resistance felt while firing the trigger: no. Were any unexpected noises heard? Asku. If so, when: no. Did anything unexpected happen prior to this incident: no. Was the device fired after this incident in or out of the patient: no. What were the indications for surgery? What was found?: did not understand the question. Does the patient have any relevant history of surgical treatments? If so, what: have no information. Did somebody other than the primary surgeon fire the instrument? If so, whom: no. The analysis results of the found that the device (a) was received with one jaw broken at bifurcation and missing. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re-sterilize device. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the found that the device (b) was received with both jaws broken at bifurcation and missing. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re-sterilize device. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91k1h, expiration date: 06/2016, manufacturing date: 07/2011.

Event description:
It was reported that during a single port surgery, the jaws of the device broke off and clips fell into the abdomen during usage. The surgeon finished the procedure with the help of another clip applicator. No patient consequences reported.

Manufacturer narrative:
(B)(4).